Event description:
It was reported; end user tried using brake in an emergency situation while outside, ended up falling on a hard surface and had a cut that required 13-stitches.

Manufacturer narrative:
Supplemental documentation: additional information provided by end-user's spouse. Email received ((B)(6) 2021) by (B)(6) spouse of end user (B)(6), the following information was been provided: (B)(6) states, "(B)(6) was outside with the neighbor putting a garden together. After they was done, she was on the porch fixing the solar lights with the rollator's wheels on lock. She started to fall and grasped the handles but the rollator's brakes didn't hold. Reporter states, "2 bacterial infections, antibiotics given was doxycycline 2 times a day 100mg." Reporter provided name and address of (B)(6)hospital in (B)(6), ohio and wound care, (B)(6) medical center address in (B)(6), ohio. (B)(6) hospital. (B)(6). Wound care. (B)(6) medical center. (B)(6).

Manufacturer narrative:
It was reported; end user tried using brake in an emergency while outside, ended up falling on a hard surface and had a cut that required 13-stitches. Phone call placed to j. Savely spouse of end user (d. Savely). Both spouse and end user were present on this call via speakerphone. Both individuals provided additional information in regards to this incident. Report states, "the transport/rollator chair was recently purchased through (B)(6)." When this clinician asked for a date, end user reports she "just found the (B)(6) receipt that shows (B)(6) 2020." Reporter (spouse) reports, "the brake was not working properly and prior to the reported incident he and his brother in-law removed the brakes from the transport/rollator chair in an effort to figure out how to fix the problem." Spouse reports, "he believes the problem is the ball in the medal brake line has broke off." Spouse states, he and the brother in-law made these repairs prior to contacting medline industries, inc., and prior to the reported incident. Spouse was not able to give a date and or time other than the repairs were prior to his spouse's incident and prior to him placing an order for replacement brakes for this specific transport chair/rollator. The serial number provided does not coincide with a transport chair/rollator sold within the past one year. An email sent ((B)(6) 2021) requesting additional information. Spouse reports, end user was outside working in the yard and somehow fell out of the chair when the brakes failed. Reporter states, 911 called. End user transported to a local hospital where she was treated and received 13 stitches to the left shin. Additional information received by reporter/spouse of end user via email on 7/14/2021. Reporters states after the incident, "for the first three weeks she (end user) had to go to wound care once a week. Now it has changed to once a month. Wound care debris the injury as needed. She has also had infections due to the severity of the injury." Reporter states, "wound care also removed the stitches." Reporter states, "there has not been any other hospital visit concerning her leg injury. She is doing better now and injury is getting better as well but it causes her severe pain and trouble with walking." Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported; end user tried using brake in an emergency situation while outside, ended up falling on a hard surface and had a cut that required 13-stitches.